Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was being implanted with an impella cp device for mechanical circulatory support. Implantation of the impella cp access through the left femoral artery was attempted, and difficulty was encountered when advancing the guidewire. In the interest of time and patient's stability, the decision was made to remove the pump, the impella cp was rapidly weaned. The physician inserted the extra-corporeal membrane oxygenation cannula instead through the same pump's arterial access site.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.